Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that "about a week ago" (relative to the date of report), the patient was found unresponsive. The patient was reportedly in the hospital and their managing healthcare provider (hcp) was not able to go to the hospital to fill the pump. The patient also experienced sleep apnea, but the hcp seemed to think the medication caused the patient to have sleep apnea. It was unknown if the unresponsiveness was related to the pump or medication. The change in therapy/symptoms was considered gradual. It was noted that they ruled out seizures and the patient was not septic. No further complications were reported or anticipated. Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the cause of the reported unresponsiveness had not been determined. It was noted that the patient was still hospitalized in a facility that the hcp did not have access to. Per the patient's daughter's report, the patient had a work-up for infection, but the hcp did not have access to the details. The patient was still lethargic/confused per the report and the patient's weight at the time of the event was unknown.